Manufacturer narrative:
Patient is over 18 years old. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution ii clip device was used in the stomach during an endoscopic retrograde cholangiopancreatography procedure (ercp) on (B)(6) 2011. According to the complainant, during the ercp procedure, the clip was advanced out of the scope and straight ahead to the target site. The clip grasped tissue; however, it would not fully release from the catheter and appeared to be stuck in the mini sheath. The physician was able to release the clip from the tissue without complication. The clip was removed from the patient and the procedure was successfully completed with a resolution I clip. There were no patient complications as a result of this event.